Event description:
On 3/15/95, co was informed that the pt underwent surgery due to inappropriate shocks. Electrograms allowed noise and high impedence. The physician evaluated the connections and leads with the pocket open, and found the adapter was broken at the header of the defibrillator. The physician removed the adapter and tested the epicardial sensing leads and got diaphragmatic pacing.